Event description:
Subsequent to the initial MDR, a correction is required. It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that there was an absence of canulla in the sensor. No product or data was provided for investigation. Confirmation of the complaint is undetermined. And probable cause cannot be determined. No injury or medical intervention was reported.